Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the operation, the device was used for partial hepatectomy. There was no problem at the first sealing, however, from the second sealing, even it was activated, the sealing was weak, it turned to the condition that almost not sealed. Re-grasp alarm was not generated, and it seemed that the device was activating. A generator was used. They unplugged and plugged the cord several times, but the situation did not change. A new device was used, and the operation was completed without problems. In addition, the reported device was not collected, because it was used on a patient with infectious disease. There was no patient injury.